Manufacturer narrative:
(B)(4). The manufacturing record review was performed. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient had a myopic outcome and was not happy. In follow-up, the lens was replaced with zlb 17.5 diopter in a patient's left eye. There was no incision enlargement or a vitrectomy. The patient is reported to be doing well.